Manufacturer narrative:
Investigation summary: one photo was provided. It shows a certificate of the 50ml with manufacturing date 2024/02/20. The customer reports that this date is not aligned with the manufacturing date in the label. It may have happened that this production order was delayed, and the production order was not updated in the system inducing the coa- label misalignment. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 0031583 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause is due to production planning. It may have happened that this production order was delayed, and the production order was not updated in the system inducing the coa- label misalignment. Rationale: CAPA not required at this time.

Event description:
It was reported that the incorrect manufacturing date was found on the bd luer-lok¿ tip syringe's label before use. The following information was provided by the initial reporter: "we have an incorrect manufacturing date documented on the c of a for catalog 309653, lot 0031583."